Event description:
It was reported that the cartridge was leaking from the o-ring. There was no reported impact to the customer¿s blood glucose level. Customer loaded a new cartridge to address the issue.